Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported: "the operation time was extended within 30 minutes". Please clarify: did this prolonged surgery time of 30 minutes had any signs or patient consequences on the patient? No further information is available. What was the size of the needle used? 22 mm (sh-1). What tissue structure was the needle broken in, what location? No further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece?no further information is available. What is current condition of the patient? No further information is available. What was the name of the initial procedure? No further information is available. Procedure date? No further information is available. Event date? No further information is available. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was broken at the tip during interrupted suturing. No pieces fell into the patient, and the broken needle piece was retrieved. The operation time was extended within 30 minutes. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.